Event description:
It was reported to medtronic neurosurgery that after scanning the pt in a 3t MRI, the valve was stuck at pressure level setting 2.5. After a day and a few attempts, the physician was able to change that valve's pressure level setting to 1.5. It was also reported that the pt is ok.

Manufacturer narrative:
The product was unavailable for return, as it remains implanted in the pt. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible, as a lot number was not provided. All valves are 100% tested at the time of manufacture.